Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received a no delivery alarm and motor error alarm. Customer's blood glucose was 400 mg/dl. During troubleshooting, it was reported that insulin pump did not receive a motor position encoder error alarm. Alarms were resolved and insulin pump passed displacement test.